Event description:
The porous coating sheared off at the ledge just back from the distal tip during impaction. (The stem impacted in all of the way and the porocoated ledge did not go with it.) The stem remains implanted.